Manufacturer narrative:
(B)(4). The device is not expected to be returned for evaluation, as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the procedure, the surgeon had difficulties with tightening the endo button down to the bone. No adverse events have been reported as a result of the malfunction, as the procedure was able to be successfully finished.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.